Event description:
The 8x27 visi-pro was deployed in the brachiocephalic on (B)(6), 2011. On (B)(6), 2013 the physician found a fracture in the stent. Investigation of 2 images received on (B)(6), 2013 confirmed the visi-pro stent was fractured.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not available. Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4): 2 images of the deployed stent received.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
Additional information received found that the representative was notified of this potential report (B)(6) 2013. Two (2) images of the deployed stent received.